Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08963. It was reported that the patient presented for a follow up in clinic. It was noted that the pace -sense portion of the patient's old riata right ventricular lead was capped in 2005 due to undersensing during induced ventricular fibrillation while the defibrillation portion remained in use. The pace -sense portion of a replacement tendril sts lead was now in use and oversensing was being observed on this lead and could not be programmed around. No changes were made at this time. The patient was stable.

Event description:
New information notes the tendril sts lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion, measuring 7.7 cm and the distal portion measuring 45.5 cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information notes that the patient presented in clinic for evaluation. It was noted that the pace -sense portion of the the tendril sts lead exhibited low pacing impedance measurements beginning (B)(6) 2019. Other parameters were stable. The patient was referred for extraction. The patient was stable.